Manufacturer narrative:
(B)(4). The customer reported that they replaced the o2 cell and the problem was corrected. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported the error of oxygen concentration is too large to be solved by calibration issue on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.